Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the reservoir compartment had a piece that came off. The customer reported that the reservoir would not screw in place and it was coming loose. The customer's blood glucose was around 400 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. The pump passed the rewind, basic occlusion, prime, excessive no delivery and displacement tests. The pump was received with a broken off reservoir tube lip. The reservoir was unable to lock in place and unable to perform the occlusion test due to a completely broken off reservoir tube lip. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube.